Event description:
Patient has history of rheumatoid arthritis. Had complete right ankle replacement 15 years ago. Patient had failure of mobile polyethylene bearing that was replaced 3 years ago. In past 8 months patient had increased pain and swelling. X-rays showed evidence of narrowing of the polyethylene space laterally consistent with previous bearing failure. Patient now undergoing surgery for total ankle replacement as the present ankle implant is no longer in production.